Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number not available. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #11 was removed due to peri-implantitis. Upon removal of the upper denture, the implant exfoliated. Symptoms as a result of the event: abscess, pain.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D1: brand name was updated. D4: catalog number was updated. D9: device availability and return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 4110. H10: narrative/data was updated. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Sterilization record review could not be performed as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. A complaint history review by item number was conducted for the tsvb13 dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event (peri-implantitis) or product (tsvb13). As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition.

Event description:
No additional event information received at the time of this report.